Manufacturer narrative:
As this was from an article the location of the devices used in the study are unknown. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: article title "percutaneous trans-axilla transcatheter aortic valve replacement".

Event description:
This study investigated the use of the left axillary artery as an alternative access route for transcatheter aortic valve replacement (tavr) and may provide better outcomes compared to other alternatives. Between march 2019 and march 2021, 13 patients underwent transaxillary tavr for severe aortic stenosis at the university hospital bonn. The puncture was performed with a puncture at the distal segment of the axillary artery through the axilla, with additional femoral access for applying a safety wire inside the axillary artery. Proglide devices were used in 10 patients and a non-abbott close device was used in 3 patients. Device success was defined according to the varc 2 criteria. An angioplasty balloon was used during the procedures to minimize antegrade blood flow. Device success was achieved in all patients. There was one patient in which the guide wire became trapped by the proglide knot requiring surgical correction. 30-day major adverse cardiac and cerebrovascular events were 0%. With complete percutaneous management, stent-graft implantation was performed at the puncture site in 38.5% of patients (5 patients) that had persistent extravasation after the closure device. There was one patient that had major bleeding and two patients that required multiple blood transfusions which were potentially unrelated to the closure devices; however, hemostasis at the access site was not clarified. Minor bleeding was successfully managed with manual compression and protamine. Moreover, no thorax-related complications, hematomas, or nerve injuries were observed. Percutaneous trans-axilla tavr was found to be feasible and safe. This modified approach may mitigate the risk of bleeding and serious complications in the thorax and be less invasive than surgical alternatives. Details are listed in the attached article, titled percutaneous trans-axilla transcatheter aortic valve replacement.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of hemorrhage is listed in the electronic proglide instructions for use (eifu), as a foreseeable adverse event of use of the device. Based on the case information, a conclusive cause for the reported patient effect of hemorrhage, and the relationship to the product, if any, cannot be determined. A definitive cause for the reported device caused damage to another device and failure to achieve hemostasis could not be determined. The unexpected medical intervention, surgical intervention and medication required were related to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.